Manufacturer narrative:
Clinical review: there is no allegation of a machine malfunction or deficiency reported for this event. Additionally, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient was hospitalized. The peritoneal dialysis registered nurse (pdrn) stated that the patient possibly had a stroke but, the diagnosis of a stroke could not be confirmed. The event did not occur during a pd treatment the pdrn was unable to provide any additional details. The patient remains in the hospital and is continuing pd therapy using manual exchanges. Additional information was requested but to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.